Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing loss of stimulation. It was also stated that the patient was frequently charging the ipg and the remote failed to connect to the ipg. No device malfunction suspected. The patient underwent an ipg replacement and was doing well postoperatively. The explanted ipg was discarded.